Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. On (B)(6) 2017, service stated that the screen was illegible on the top left side of the display. There was no patient involvement.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the screen was illegible on the top left side of the display. The unit was triaged and the reported issue was confirmed. The printed circuit board was found damaged. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.